Event description:
Boston scientific received information that a recent allegation was received that this ongoing intermittent high impedances issue was due to a setscrew or connection issue. High pacing impedances over the past year were previously believed to be due to a lead issue only, however, the recent allegation includes a possible device or connection involvement. This allegation was received when during a recent follow up, impedance levels were noted to have risen from 600 to 1200 ohms, along with numerous past levels greater than 2000 ohms which were previously reported. In addition to the impedance issues, two non sustained ventricular events were recorded due to noise. A procedure to address the issue has not yet been performed but is likely to be scheduled in the near future. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that a procedure was performed to address the ongoing high impedance and noise issue. No noise could be re-created originally, however when the physician tapped on the pulse generator, noise was noted. A new pulse generator was connected to the right ventricular lead and the normal impedance levels were noted with no noise seen. The lead remains implanted with the new device and the previous device will be returned for analysis. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.